Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose level was 157 mg/dl.